Event description:
Pt scheduled for removal of bilateral silicone breast implants. Implants inserted approximately 10 years ago in alabama. Both breast implants found to be ruptured upon explantation.